Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and angina. It was reported on (B)(6) 2018 the patient complained of continued serous leakage from incision site. Examination (medical or non-surgical therapy) revealed 1cm dehiscence plus drainage. Fluid was aspirated from the pump pocket and samples were sent. On (B)(6) 2018 the patient was to be admitted after pump pocket as aspiration was performed as there were continued signs of swelling, redness, and signs of fluid collection. There was medical or non-surgical therapy on (B)(6) 2018. The pump was then removed/explanted and not replaced due to suspected infection on (B)(6) 2018. Laboratory testing on (B)(6) 2018 was positive for event. The device disposition was unknown. On (B)(6) 2018 the patient followed up in clinic for post-surgical check with nothing notable. On (B)(6) 2018 the pump pocket was examined (medical or non-surgical therapy) post pump removal and completed pump pocket aspiration with cultures sent. The cultures were negative. On (B)(6) 2018 the patient was examined in the clinic and there appeared to be fluid collection at the pocket site. Aspiration was attempted, but they were unable to as there was a blood clot at the pump removal site and no liquid to aspirate. The event required in patient or prolonged hospitalization. The clinical diagnosis was infected pocket. The outcome of the event resolved without sequelae on (B)(6) 2018. The event date was (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. No further complications were reported/anticipated.